Event description:
Customer reported the device continuously beeps, the screen is locked, and the keypad doesn't work. One device was received for evaluation. The evaluation confirmed the customer reported issue of "keypad doesn't work (single down)." The device history log was reviewed. During the review, an error 99 (1x) was found. The cpu and power supply pcb's were replaced to resolve this issue. The upper housing with keypad was replaced to address keypad issue. The device was cleaned, configured, calibrated and post repair tested. After repair, the device was found to meet specification.